Manufacturer narrative:
The autopulse lithium ion battery (s/n: (B)(4) was returned to zoll for evaluation. Visual inspection was performed and no physical damage was noted. A review of the archive data found no error messages recorded. Additionally, the archive revealed the battery was last charged successfully on (B)(6) 2016 and was inserted into the autopulse platform on the same date, without any errors. During functional testing, the battery was inserted into a good known reference multi chemistry charger. The battery charged successfully without any errors. The battery was also tested with a good known reference autopulse platform for 38 minutes on a large resuscitation test fixture (lrtf). The battery passed testing with no faults found. In summary, the primary complaint was not confirmed. There were no faults found during the review of the archive data. The battery charged successfully without any errors. The battery functioned properly with the platform. The battery was found to function as intended. Since the customer complaint could not be replicated, the root cause of the problem therefore, could not be determined.

Event description:
It was reported that after the autopulse lithium ion battery (s/n: 30063) was inserted into the autopulse platform (s/n: (B)(4), the platform displayed an unspecified error message. No further information was provided. There is no report of patient involvement.